Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, it was noted the longevity remaining on the device was less than the previous follow up six months prior. Technical support was contacted and suspected device longevity overestimation. No intervention has been performed at this time. The patient was stable and will continue to be monitored.